Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000155358.

Event description:
It was reported patient experienced one lead migration and discomfort at the ipg site after a fall. Investigation was unable to identify which led migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced while the ipg was repositioned to address the issues. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined